Event description:
Needle broke off and logged into his left umbilical region, consumer can feel the tip of the needle in site. Consumer went to his doctor for assessment, the doctor did an incision to try to retrieve the broken, embedded needle and stitched the site x 1; retrieval was unsuccessful. Pt stated that the site is the size of a nickel, red but no swelling or pus present, no mention of pain; no fever. His doctor told him that the needle will either work its way out or become logged deeper under the skin. The pt will continue to monitor the site and follow up with his doctor in the beginning of (B)(6). The pt will discuss the need for an x-ray at that time.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.